Manufacturer narrative:
The reporter indicated the lens was explanted on (B)(6) 2020. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown. Patient is happy. H6 - patient code: 3191 - secondary surgical intervention, lens exchanged corrected data: b3: date of event: (B)(6) 2019 claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.5/+1.5/079 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was reported as having excessive vaulting and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.